Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the shield was already detached before use. The returned syringe was examined and exhibited a broken thumbpress on the plunger rod. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (broken thumbpress). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had sterility issues. The following information was provided by the initial reporter : the customer reported that the shield was already detached before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had sterility issues. The following information was provided by the initial reporter : the customer reported that the shield was already detached before use.